Event description:
Needle is very dull and you have to hold the tube in the adaptor or it will pop out. Needle is discolored. Needle doesn't go into vein smoothly. Feels like you are jabbing the patient. Needle pulls loose skin with it when removing the needle, causing discomfort for patient. When safety lock is pushed, blood drops fiss out onto the blanket. Safety is not intact/needle broken off of the holder and bent sideways when opening new box/bag of needles, several staff stuck in the hand with clean needles, but this contaminates the whole box. Several events reported. Seven, staff saved three of these for review. Needle broken off of holder while in the patient's arm/needle came out of the holder with tube change, causing the patient to bleed out. At least two confirmed events; sent one needle to the manufacturer last month, no response. Product needs tubes pushed on to get blood return. Needle bends when you go in for a venipuncture. Almost as if it will break off inside of the patient. Have to tilt tubes to get them to fill.